Manufacturer narrative:
D10: 02-010-01-0325 - logic femoral ps cem right sz 2.5, (B)(6) 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, 200-02-32 - three peg patella 32mm (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm, 204-70-00 - tibial stem ext. Screw. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01486. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening and instability and inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and instability could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 96 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, pain, swelling/edema, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.